Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's right ventricular (rv) lead exhibits diminished sensing. The r-wave measurements have dropped since the lead was first implanted. Reprogramming was completed and the lead remains in use. No patient complications have been reported as a result of this event.